Manufacturer narrative:
Device evaluated by MFR: the device was returned loaded in the rotalink and could not be removed. A visual inspection of the device was performed and revealed that the wire was kinked in the middle of the device and the near to proximal section. Also, it has the spring tip stretched and kinked. Dimensional inspection was also performed. Overall length could not be measured as the device was loaded in the rotaburr and outer diameter of the distal tip could not be measured due to the device condition. All other outer diameter met the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-11387. It was reported that the burr was stuck with the wire. The target lesion was located in the severely calcified unspecified vessel. A 1.75mm rotalink¿ plus and rotawire were selected for use. During the fifth ablation, the burr and rotawire became stuck. Both devices were removed from the patient's body and continued the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-11387. It was reported that the burr was stuck with the wire. The target lesion was located in the severely calcified unspecified vessel. A 1.75mm rotalink plus and rotawire were selected for use. During the fifth ablation, the burr and rotawire became stuck. Both devices were removed from the patient's body and continued the procedure. No patient complications were reported and the patient's status was good.